Event description:
It was reported that the 2600 system would not fluoro. There was no report of patient injury.

Manufacturer narrative:
No specific information available at this time. When more information is received, it will be reported as required.